Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Before insertion, the flushing test on the catheter was performed without problem. Solution leakage from catheter was confirmed, it seemed that coil of the catheter was deformed. Then the catheter was removed from the patient body, it was separated. Therefore, the catheter was replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter leaked during use. The customer returned one snaplock adapter with clip, one flat filter, and two epidural catheter pieces. The likely most proximal end of the catheter, snaplock adapter, and flat filter were received connected together ((B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces indicate one catheter piece is the likely most proximal end as the proximal end is still intact. The likely most distal end of the first piece indicates the extrusion and coils are stretched and the coils stretch beyond the extrusion. Also, damage to the extrusion and coils can be seen approximately 29.5cm from the proximal other remarks: end. A cut in the extrusion can also be seen at the same location. Visual examination of the second catheter piece indicates the catheter is the likely most distal end as the distal end is still intact. The likely most proximal indicates the coils are stretched and stretch beyond the extrusion. No other defects or anomalies were observed (reference files (B)(4)). The returned catheter pieces were measured using a calibrated ruler (c05158). The returned catheter extrusion pieces measures approximately 33.5cm and 58.1cm respectively, which equals to approximately 91.6cm of total catheter received. Although, the measurement indicates the catheter is above specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 08, based on the fact the proximal piece extrusion being slightly stretched, the entire catheter appears to be returned. Specifications per graphic kz-05400-002; rev. 08 were reviewed as a part of this complaint investigation. The IFU for this product, e-17019-100b rev. 07, was reviewed as a part of this complaint investigation. The IFU for this product warns the user "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based upon the condition of the sample received. Although, no functional testing for leaking could not be performed, visual examination revealed the extrusion of one catheter piece was damaged and a cut could be seen. The catheter was received in two pieces. The coils were stretched at the point of separation for both pieces. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received and the observed evidence of damage to the extrusion, operational context caused or contributed to this event.

Event description:
Before insertion, the flushing test on the catheter was performed without problem. Solution leakage from catheter was confirmed, it seemed that coil of the catheter was deformed. Then the catheter was removed from the patient body, it was separated. Therefore, the catheter was replaced by a new one. The patient's condition was reported as fine.